Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative (rep) reported that impedance measurements were taken and indicated that the health care professional (hcp) got greater than 4000 ohms on all the bipolar pairs except when the case was positive and paired with another electrode. The health care professional (hcp) tested stimulation at 1.5 volts. The patient had a loss of therapy. It was unknown when the patient lost urinary relief. She would meet with the hcp to investigate further. The reported symptom was a loss of therapeutic relief. It was further reported that the rep spoke with the physicians assistant and stated they ran impedance at 1 volt. Case 0, 1, 2, and 3 were fine. All other combinations showed less than 15 ohms. The hcp ordered an x-ray and the patient had a follow-up visit after the x-ray. The patient was feeling stimulation before leaving. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.